Event description:
The pt's mother reported that her daughter went to the emergency room with a blood glucose level of over 600 mg/dl and large ketones and nausea. When the pt arrived at the hospital, she noticed air bubbles in the infusion set tubing and the cartridge. She also noticed that insulin was leaking from the luer connection.

Manufacturer narrative:
The cartridge was not returned to animas. A sample cartridge with the same lot number from the pt's order history was tested. Eval revealed no visible cartridge damage. There were no air bubbles duplicated upon a fill test and there were no leaks observed when performing a leak test. The animas rep noted that the pt's technique when filling the cartridge may have caused air bubbles in the cartridge. The animas rep advised the reporter to make sure the cartridge connection to the luer was tight. There were no leaks observed when the rep troubleshot with the reporter.